Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The reaction was described as a severe rash on the abdomen and chest, which occurred nine days after the sensor had been inserted. The patient reported that she is allergic to the adhesive patches and/or overlay patches. She was in the hospital because she thought she had covid. The covid symptoms made her extremely anxious, and she had phoned the doctor multiple times. She was given dexamethasone steroids. At the time of the report the patient was fine and had been given an unspecified allergy spray from the pharmacy to hopefully stop the reaction. No other details were documented. This is being reported due to the prescription of dexamethasone steroid and the severity of the rash. The hospitalization was unrelated to the skin reaction. No additional patient or event information is available.